Event description:
Consumer reports getting false readings from their bd latitude meter. Analysis run on clark error grid using a competitive meter reading (260) as ref. Point vs bd readings (160) yielded data point in the d range of the grid, outside acceptable limits.